Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and adjusted the reader camera and created a new reference image. The fe adjusted the probe to incubator position. The customer ran and accepted qc. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The provue gel camera gave a negative result to a sample that was a weak 1+ in manual gel. No erroneous results were reported.